Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The momentary squeeze pump returned was visually inspected and the kink resistant tubing was noted to be worn to the filament but no leaks were found. This wear would not affect the functionality of the device. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported issues. Based on the investigation findings, an evaluation conclusion code of no problem detected was assigned to this event.

Event description:
It was reported that the patient has experienced difficulty pumping up and partial deflation during sexual activity with his inflatable penile prosthesis (ipp). The pump was replaced and new pump was connected to existing cylinders and pump. The patient is in recovery.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient has experienced difficulty pumping up and partial deflation during sexual activity with his inflatable penile prosthesis (ipp). The pump was replaced and new pump was connected to existing cylinders and pump. The patient is in recovery.